Event description:
It was reported that the customer's insulin pump had an error alarm during the rewind process, and the device was stuck on the prime menu. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose motor support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.